Manufacturer narrative:
Per the procedural angiogram and catheterization log, it was noted that a 3.0 x 18 mm xience stent was placed in the proximal left anterior descending (lad) between the first and second diagonal branch just prior to the use of the angiosculpt device. A 2.5 x 10 mm angiosculpt ex device was utilized to treat a lesion just distal to the freshly deployed xience drug-eluting stent (des) in the lad near the bifurcation of the lad and second diagonal branch. A catheterization log stated there were no complications or perforation and the pt was stable upon leaving the cath lab. Product disposed by hospital and lot number not provided, thus cannot obtain expiration date and the device manufacture date. Method: product disposed by hospital, thus unable to evaluate device. Per review of the procedural angiogram and catheterization log, the estimated reference vessel diameter at the site of angiosculpt deployment was less than or equal to 2 mm diameter, suggesting that the angiosculpt device was oversized for the vessel. The company's review of the procedural angiogram noted that when the angiosculpt was deflated, a localized area of contrast staining consistent with a possible contained small perforation was observed in the vicinity that was treated by the angiosculpt. Coronary artery perforation is listed as a possible adverse effect of the procedure in the angiosculpt instructions for use (IFU).

Event description:
The clinical used a 2.5 x 10 mm angiosculpt in the proximal (ostial) lad, wired with a 0.014" hi-torque all star wire through a xb4 guide, and inflated slowly to 8 atmospheres for 60 seconds and noticed a perforation after deflating the angiosculpt. The clinician inserted a 2.5 x 15 mm fire star cordis balloon for inflation at 4 atmospheres for 180 seconds to seal the perforation and chose not to stent.